Event description:
It was reported that after a microbiological routine control on this subject device, which was carried out as required by french regulation, the user detected an unexpected contamination. Per reported, the subject device had 3 positive samples, tested positive for 1 colony forming units (cfus) of unidentifiable microorganism, sampling report date of (B)(6) 2025. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: a4, a5, a6, d4, d8, d9, g2, h2, h3, h6 and h11. Corrected field: b3. This report is being supplemented to provide additional information based on results of third-party testing by olympus, the device evaluation and the final investigation. Based on the results of the investigation, it was unknown whether there was a deviation from instructions for use (IFU) or not. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 08, 2025. Sampling from: all channels. Colony forming units (cfu): <1cfu. Bacterial identification: n/a. The device was evaluated and found a mouth guard piece for endoscopy and channel mount located at the biopsy port of control unit were damaged. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of investigation, there could potentially be a correlation between the subject device and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.